Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: during investigation, rust/corrosion was found in the battery compartment. The pump was unable to power on. A leak test was performed and failed due to a leak in the battery compartment. The battery compartment was cracked to the left of the bumper at the case seal below the bumper. The pump was opened to find further evidence of moisture internally. The display was unable to be investigated due to the pump not powering on from the moisture corrosion.